Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were harder to press, sticky and unresponsive. The customer¿s blood glucose level was unknown. Customer reported that scratches on the screen and casing, changing batteries once a week and insulin pump rejected brand new battery. Customer also reported that the insulin pump also received unexplained no delivery alarm. Customer declined to speak with technical support. The insulin pump will not be returned for analysis.